Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Additionally, a renal injury or renal failure is a known side effect of certain blood pressure medications or a potential reaction to fluoroscopic dyes and is also a potential adverse effect per the corevalve instructions for use (IFU). No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 26mm transcatheter bioprosthetic valve, the valve was 2/3 deployed when moderate paravalvular leak (pvl) was noted. The proctor suggested that a 29mm valve would result in less pvl, so an attempt was made to remove the valve through the introducer sheath. However the valve was deployed and left in the abdominal aorta. During the implant of this 29mm transcatheter bioprosthetic valve, the valve dislodged from the targeted location at 2/3 deployment. The valve, still attached to the delivery catheter system (dcs), was pulled through the first 26mm valve in the abdominal aorta and into the 18 fr gore sheath to be removed from the patient. Another 26mm transcatheter bioprosthetic valve was successfully implanted with moderate pvl. Two days post-implant, the patient went into renal failure, was placed on ventilation, and subsequently expired. The cause of death was renal failure. It was reported by the physician that during the process of pulling the first two valves around the aortic arch and down, the two valves scraped the aorta and pulled embolized tissue into the renal artery. In the physician's opinion this caused the patient to go into renal failure, leading to death.

Manufacturer narrative:
This report is in regards to the attempted 29mm valve implant. A separate report will be filed for the first 26mm valve implant. Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).